Event description:
Customer reported a failure code 812:02. There were no patient injries associated with this report and there have been no incident reports filed, since the last baxter service event.